Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences was reported.

Event description:
Additional information received indicated that the patient presented remotely via merlin.net. Programming changes were made. The patient was stable.